Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in operating room for a scheduled generator replacement, noise was observed on the ra lead. The lead was capped and replaced. Patient was stable and will continue to be monitored.